Event description:
It was reported that boston scientific technical services (ts) received a call from the field representative because the device was in safety core mode and could not be interrogated. The field representative noted the patient came into the hospital with a slow heartrate of between twenty and thirty beats per minute. Ts discussed how sensing can impact pacing when the device is in safety core mode. The device and leads remain in service at this time. No additional adverse patient effects were reported.